Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic operating console irrigation, aspiration and ultrasound was also inactive due to footswitch was stopped working with a system message displayed. The footswitch was replaced and completed the surgery. There was no harm to the patient.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (pedal stopped working) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be reported under mfg report num. 2028159-2022-01577. The manufacturer internal reference number is: (B)(4).